Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was issue with the frequency of the alerts/ alarms from the pump. Customer declined a follow up with tandem technical support; no further information was obtained.